Manufacturer narrative:
.

Event description:
Patient reported experiencing withdrawal symptoms (nausea, loss of balance, weakness in legs, bowel problems, fatigue, reduced mental capacity). An MRI was conducted and identified a granuloma. The patient indicated surgery was required to correct the granuloma. She also reported some difficulties with ambulation (post-surgery) that was improving. Drug used in pump was morphine.